Event description:
It was reported that the patient underwent a surgical procedure to have the inflatable penile prosthesis (ipp) replaced with a new device. The left cylinder of the ipp was bulging, which was identified prior to the procedure. The physician indicated that the bulge was due to overuse. An entire new ipp was implanted; however, the previously existing reservoir remained implanted, but not utilized. No patient complications were reported.

Manufacturer narrative:
Upon receipt at of these inflatable penile prosthesis (ipp) cylinders at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified broken fabric threads as well as bulge when inflated in one of the cylinders and wear at the folds of the other cylinder. The second cylinder performed within specifications. Further functional testing of the pump found that the device did not pass activation testing. Based on the information available and analysis results, the bulge identified in the first cylinder was confirmed and the pump did not operate as intended; therefore, the conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient underwent a surgical procedure to have the inflatable penile prosthesis (ipp) replaced with a new device. The left cylinder of the ipp was bulging, which was identified prior to the procedure. The physician indicated that the bulge was due to overuse. An entire new ipp was implanted; however, the existing reservoir remained implanted, but not utilized. No patient complications were reported.